Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol 2015-001-pro and protocol 2015-002-pro. Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
It was reported that "a patient had itchy, red, broken skin. This lady had developed it in (B)(6) and had no changes to bowel pattern, stoma size or shape, diet or product usage to explain it. The sore skin was in the area where paste was applied and as an experienced ostomist, she ruled out any likely cause. She discontinued the paste and skin healed in 4 days"